Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 at 8 am with blood glucose value 595 mg/dl. The customer was treated with intravenous insulin and insulin pump. The customer declined with troubleshooting for high blood glucose. Customer also reported that insulin pump had insulin flow block alarm. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.